Manufacturer narrative:
H.6. Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch is unknown. It should be noted that tests performed by bd tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see section h.10

Event description:
It was reported that after use of the ultrasafe x100l png teal nvs stein the needle does not automatically retract the following information was provided by the initial reporter: xolair pfs needle does not automatically retract.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369, PMA / 510(k)#: k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the ultrasafe x100l png teal nvs stein the needle does not automatically retract. The following information was provided by the initial reporter: xolair pfs needle does not automatically retract.